Event description:
A complaint was received from the family member of a glucometer elite xl user. Family member stated that the patient received erratic results when using excel off brand reagent strips. Examples were 63, 176, 209, and 234 mg/dl. All of these results were taken within 2 minutes of each other. While on the phone a review of the operation of the system was attempted. The customer was informed that bayer does not provide or support the use of an off brand reagent. Also the customer did not have the requisite supplies to continue the investigation. These were provided. Follow-up was made with the customer. The contact stated that the patient passed away. The patient's passing was not attributed to any function or use of the elite system. No further testing of the instrument was conducted. The complaint is considered closed for purposes of MDR.